Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A pinnacle acetabular component well fixed left insitu, metal staining of the tissue green like substance in joint space, corail stem loose and easily removed.